Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing came apart at the connector could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20123090 was performed. The search showed that a total of 34,563 units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing came apart from the IV connection, and "depacote" leaked into the patient's bed and on their skin. The following information was provided by the initial reporter: "tubing came apart from the connection piece that attaches to the patient's IV. Drug was a reproductive risk drug (depacote) and leaked into the patient's bed and on their skin. Patient's skin was cleansed."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing came apart at the connector could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20123090 was performed. The search showed that a total of 34,563 units in 1 lot number was built on 01dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d dehp 3ss cv tubing came apart from the IV connection, and "depacote" leaked into the patient's bed and on their skin. The following information was provided by the initial reporter: "tubing came apart from the connection piece that attaches to the patient's IV. Drug was a reproductive risk drug (depacote) and leaked into the patient's bed and on their skin. Patient's skin was cleansed."